Event description:
While requesting a replacement belt clip, customer's mother reported that the insulin pump's display was blank. Blood glucose level was 102 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.